Event description:
It was reported that the tip section of the catheter separated as the distal end of the catheter came out of the scope inside the patient. The catheter had not yet entered the bile duct. The proximal portion of the catheter was withdrawn and the surgeon inserted "grabbers" through the scope and retrieved the retained tip without any difficulties. A second catheter was used to complete the procedure. There were no patient complications.